Manufacturer narrative:
Additional device information was received for the components: product ID: 74825136, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2016, product type: extension. Product ID: 74825136, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2016, product type: extension.

Event description:
Additional information received reported impedance were not measureable on plot 1, 2 and 3 on the left side (greater than 40,000) and elevated impedance on plot 6. There would appear to be a connection problem. The outcome was ongoing.

Manufacturer narrative:
Analysis of the first extension (s/n (B)(4)) and second extension (s/n (B)(4)) found no significant anomaly; the extension body was cut through and the product was segmented. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received further updated the device diagnosis as an extension connection issue. The clinical diagnosis was updated from ankylosis of the right upper limb to movement issues. They had difficulty in moving the right upper limb and had difficulty eating correctly.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2003, product type: lead. Product ID: neu_unknown_ext, implanted: (B)(6) 2003, explanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional from a clinical study reported that on (B)(6) 2016 the patient experienced motor troubles and high lead impedance. It was unknown what may have led to the issue. Examination was done on (B)(6) 2016 along with device interrogation which was abnormal for the right and left leads having high impedance. Impedance was more than 40,000 ohms on (B)(6) 2016. Actions taken included an unscheduled office visit, and the extensions and neurostimulator were explanted/replaced on (B)(6) 2016. The outcome was resolved without sequelae. This was component related, unknown if related to neurostimulator and related to the extensions. Patient's medical history included thyroid disorder and neuroacanthocytosis.

Event description:
Additional information received further clarified the connection problem to be an extension connection issue.

Event description:
Additional information received reported motor troubles were updated to ankylosis of the right upper limb. The patient was having difficulty eating correctly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.